Event description:
Information received by medtronic indicated that the insulin pump had a insulin pump error alarm. Customer was able to clear alarm and rewind process. Customer received again insulin pump error alarm and unable to complete rewind process. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). S.w version unknown, retainer ring = black. Customer returned pump for an alleged pump error 43 alarm found on (B)(6) 2022. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Pump successfully downloaded traces and history file using thump. Pump error 43 alarm was recorded and found in the formatted history file on: (B)(6) 2022 02:49:34.000 to (B)(6) 2022 02:59:46.000 (B)(6) 2022 03:02:55.000 to (B)(6) 2022 03:35:51.000 pump error 38 alarm was recorded and found in the formatted history file on: (B)(6) 2022 15:14:14.000 pump error 43 alarm and pump error 38 alarm were confirmed due to corrosion on the pcba 1 and pcba 2. Critical pump error (open book image) alarm and pump error 35 alarm confirmed in the formatted history file on (B)(6) 2022 15:14:14.000. Perform brush cleaning with the isopropyl alcohol the moisture damage areas and reinstalled the original electronics, case, internal battery and motor. The critical pump error occurred during testing. In conclusion, critical pump error (open book) and pump error 35 alarm found in the formatted history file due to corrosion on the pcba 1, pcba 2 and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were also noted during visual inspection: a stained keypad overlay, a pillowing keypad overlay, a scratched case, a cracked case behind the pump near the battery tube compartment and a serial number label fading. Pump error 43 alarm and pump error 38 alarm were confirmed. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 35. Pump error 43 alarm, pump error 38 alarm, critical pump error (open book image) alarm and pump error 35 alarm due to corrosion on the pcba 1, pcba 2 and force sensor. During visual inspection, corrosion was also found on the force sensor, motor and vibrator assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.